Event description:
N/a.

Manufacturer narrative:
An event of valve-under expansion, arrhythmia and raised troponin level was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident is possibly related to high implant. The patient effects of arrhythmia and raised troponin level are likely related to procedural factors. However, the exact cause of reported event could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The intervention is a result of post-implant balloon valvuloplasty due to valve under-expansion. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6) (r964064101) it was reported that on 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure. The activated clotting levels were 257s and heparin was given. A pre-implant balloon valvuloplasty was done with a 23mm non-abbott balloon. The valve got partially re-sheathed 2 times due to the implant depth was too high. A post-implant balloon valvuloplasty done with a 25mm non-abbott balloon due to under expansion of the valve. The final implant depth at non-coronary cusp (ncc) was 4mm and at left coronary cusp (lcc) was 4mm. After implant, brief period of accelerated junctional rhythm and reverted back to sinus rhythm after approximately one minute. On discharge day, raised troponin level was noted. The patient was reported discharged.